Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no patient harm. There was no report of the instrument being stuck on the tissue. The damaged experienced was a broken cable. No pieces from the distal end of the instrument were detached or broken off. The issue affected the open and closing of the grips.